Manufacturer narrative:
Mindray service reps replaced the display's backlight.

Event description:
Customer reported a spectrum monitor's display failed, resulting in a possible loss of primary monitoring. No pt injury was reported.